Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 483 mg/dl.